Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n078653, implanted: 2007-(B)(6), product type accessory, product ID 8709, lot# l56459, implanted: 1999-(B)(6), product type catheter, product ID neu_unknown, lot# unknown, (B)(4).

Event description:
It was reported that this pump had not provided pain relief for the patient. The patient ¿knows when something is wrong and knows pain relieve.¿ this was ¿obvious¿ to the patient who had an injured back. Reportedly when there was a shortage of morphine ¿about a year ago,¿ the patient was switched to ¿dilated.¿ the transition was ¿very user friendly¿ without issue. However, approximately four months prior to the date of this report the patient was able to go without ¿any pills on the side.¿ he had noticed over the past four months that his pump had not been working. Reportedly, the physician had continued to increase the drug once by 10% and once by 20%. The patient had attempted to address with his physician but was not successful. The patient had also addressed his concern with his general physician and was scheduled for tests, a dye test, on ¿wednesday morning¿, but he did not know what the test was for. This device system delivered dilaudid. It was further reported that the patient expressed concern for his care during an attempted dye procedure to check the pump function and the fluid inside of it on (B)(6), 2013. Reportedly, the nurse had a difficult time keeping the needle ¿inserted of me¿ and getting the needle inserted. There was inquiry if the template was in the correct place. The health care provider "fiddled around and did some changing¿ and would attempt again and had reportedly conversed with a company representative and according to the patient provided no feedback. During this the patient questioned his care and was in a lot of pain. The patient shared that the health care provider stated ¿well it's obvious this isn't going to work and we're not getting any support here." The patient was told by the representative that the pump was working and had another ¿years life.¿ the patient was to have a magnetic resonance imaging scan as the dye study was unsuccessfully pursued. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was stated that the pump was almost 7 years old and was giving no pain relief. Patient was distressed to hear that the pump will work another year or year and a half. It was further reported that patient had a procedure done on (B)(6) 2013 later confirmed to be a dye study (results not provided). It was added that patient had consulted with a healthcare provider (hcp) and reportedly pump had two months on his eri (elective replacement indicator). Hcp discussed scheduling a pump replacement; however, patient had cardiac issue that needed to be taken care of prior to the replacement, if patient decided to proceed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was almost to be filled and possibly replaced. The last pump refill was on (B)(6) 2013 and the next refill was scheduled for towards the end of the year. The actual date for the possible pump replacement had not been discussed with the healthcare provider (hcp). It was also reported that the catheter was believed to be kinked. It was believed that the pump was not delivering. The hcp informed the patient of a possible kinked catheter the last time the patient saw the hcp, a few months prior to this report. According to the last pump printout, the elective replacement indicator (eri) was in four months. It was noted that the patient was taking a pain pill to care of the pain. The device system was used to deliver hydrocodone.